Manufacturer narrative:
Clinical review: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius customer service they were hospitalized with peritonitis. There was no specific allegation that these events were related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following drain pain during ccpd therapy on the liberty select cycler at home. Laboratory testing was conducted while the patient was hospitalized; however, diagnostic laboratory results showed no infection, and the patient was ruled out for peritonitis. It was explained that the patient used the term ¿peritonitis¿ inappropriately as english is the patient¿s second language and they confuse terminology associated with their pd treatments. The patient¿s pain during the drain phase of ccpd therapy was due to unknown etiology, but it was suspected that the pain was associated with the patient¿s intrinsic physiology as they had experienced this pain since their first pd treatment in (B)(6) 2025. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and they were discharged home on (B)(6) 2026. The patient underwent an outpatient procedure on (B)(6) 2026 for a fistula placement in favor of hemodialysis (hd) as the patient wishes to transition to hd for renal replacement therapy due to their persisting pain during pd. The patient¿s pain during pd drains and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler for the time being but may transition to hd in the near future.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak and valve actuation tests were performed and passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius customer service they were hospitalized with peritonitis. There was no specific allegation that these events were related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following drain pain during ccpd therapy on the liberty select cycler at home. Laboratory testing was conducted while the patient was hospitalized; however, diagnostic laboratory results showed no infection, and the patient was ruled out for peritonitis. It was explained that the patient used the term ¿peritonitis¿ inappropriately as english is the patient¿s second language and they confuse terminology associated with their pd treatments. The patient¿s pain during the drain phase of ccpd therapy was due to unknown etiology, but it was suspected that the pain was associated with the patient¿s intrinsic physiology as they had experienced this pain since their first pd treatment on (B)(6) 2025. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and they were discharged home on (B)(6) 2026. The patient underwent an outpatient procedure on (B)(6) 2026 for a fistula placement in favor of hemodialysis (hd) as the patient wishes to transition to hd for renal replacement therapy due to their persisting pain during pd. The patient¿s pain during pd drains and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler for the time being but may transition to hd in the near future.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius customer service they were hospitalized with peritonitis. There was no specific allegation that these events were related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following drain pain during ccpd therapy on the liberty select cycler at home. Laboratory testing was conducted while the patient was hospitalized; however, diagnostic laboratory results showed no infection, and the patient was ruled out for peritonitis. It was explained that the patient used the term ¿peritonitis¿ inappropriately as english is the patient¿s second language and they confuse terminology associated with their pd treatments. The patient¿s pain during the drain phase of ccpd therapy was due to unknown etiology, but it was suspected that the pain was associated with the patient¿s intrinsic physiology as they had experienced this pain since their first pd treatment in (B)(6) 2025. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and they were discharged home on (B)(6) 2026. The patient underwent an outpatient procedure on (B)(6) 2026 for a fistula placement in favor of hemodialysis (hd) as the patient wishes to transition to hd for renal replacement therapy due to their persisting pain during pd. The patient¿s pain during pd drains and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler for the time being but may transition to hd in the near future.